Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 300 mcg/day via an implantable pump. The indications for use were intractable spasticity and stroke. The patient¿s medical history included spasticity. The patient¿s pump was flipped in the pocket with the inability for the healthcare provider to refill the pump. The patient was also implanted with a dacron pouch. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included x-rays were performed on (B)(6) 2017 and the patient was referred to the neurosurgeon. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative, indicating that the pump was not able to be filled and was not interrogated because the pump flipped. The patient did not know when the pump flipped, but an x-ray was taken on (B)(6)2018. The pump was surgically flipped to the correct position and sutured. There were not environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. The patient's updated drug information was lioresal (2000 mcg/ml at 413.5 mcg/day). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was referred to neurosurgeon for surgical evaluation. The patient was scheduled to see surgeon¿s pa (physician¿s assistant) on (B)(6) 2017. The status of the pump was reported as device was still implanted and flipped in the pocket. No further complications reported.